Event description:
Bayer case number: (B)(4). Dorsal pain [dorsal pain] , chronic fatigue / tired [chronic fatigue] , eye dryness [eye dryness] , skin dryness [skin dry] , mucous membrane dryness [mucosal dryness] , sleep disorder [sleep disorder] , weight gain [weight gain] , muscle pain [muscle pain] , itching of the ear canal [ear pruritus] , dizziness [dizziness] , loss of balance [loss of balance] , smelling disorders [smell alteration] , allergic rhinitis [allergic rhinitis] , throat discomfort [throat discomfort] , dry nose [dry nose] , vaginal bleeding outside of periods [bleeding intermenstrual] , loss of libido [loss of libido] , early menopause [early menopause] , joint pain [joint pain] , occasional pain (sacrum) [sacral pain], coccyx pain [coccyx pain] , muscle pain [muscle pain] , muscle stiffness [muscle stiffness] , osteoarthritis [osteoarthritis] , memory disturbance [memory disturbance] , problems concentrating on simple tasks [concentration impairment] , aphasia [aphasia] , loss of sweating [sweating decreased] , paraesthesia [paraesthesia] , sensations of heavy legs [heaviness in limbs] , poor blood circulation [disorder circulatory system] , hot flushes [hot flushes] , burning sensations in the body [burning sensation] , urticaria [urticaria] , white pimples [pimple] , sight disorder [visual disturbance] , stinging eye [ocular stinging] , burning eyes [burning eyes] teary eyes [teary eyes] , gastric pain [gastric pain] , abdominal swelling [swelling abdomen] , bloating [bloating] , significant and excessive flatulence [excessive flatulence] , loose bowel [loose bowel] , constipation [constipation] , infectious colitis [infectious colitis] , frequent memory loss [memory loss] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("dorsal pain") in a 41-year-old female patient who had essure inserted (lot no. E25508, e26608) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue / tired"), dry eye ("eye dryness"), dry skin ("skin dryness"), mucosal dryness ("mucous membrane dryness"), sleep disorder ("sleep disorder"), a first episode of myalgia ("muscle pain"), ear pruritus ("itching of the ear canal"), dizziness ("dizziness"), balance disorder ("loss of balance"), parosmia ("smelling disorders"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("throat discomfort"), nasal dryness ("dry nose"), intermenstrual bleeding ("vaginal bleeding outside of periods"), loss of libido ("loss of libido"), premature menopause ("early menopause"), arthralgia ("joint pain"), sacral pain ("occasional pain (sacrum)"), coccydynia ("coccyx pain"), a second episode of myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), osteoarthritis ("osteoarthritis"), memory impairment ("memory disturbance"), disturbance in attention ("problems concentrating on simple tasks"), aphasia ("aphasia"), hypohidrosis ("loss of sweating"), paraesthesia ("paraesthesia"), limb discomfort ("sensations of heavy legs"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), burning sensation ("burning sensations in the body"), urticaria ("urticaria"), acne ("white pimples"), visual impairment ("sight disorder"), eye pain ("stinging eye"), eye irritation ("burning eyes"), lacrimation increased ("teary eyes"), abdominal pain upper ("gastric pain"), swelling abdomen ("abdominal swelling"), bloating ("bloating"), flatulence ("significant and excessive flatulence"), diarrhoea ("loose bowel"), constipation ("constipation"), large intestine infection ("infectious colitis") and amnesia ("frequent memory loss") and was found to have weight increased ("weight gain"). At the time of the report, the back pain, fatigue, parosmia, large intestine infection and amnesia had not resolved. The outcomes for dry eye, dry skin, mucosal dryness, sleep disorder, weight increased, ear pruritus, dizziness, balance disorder, rhinitis allergic, oropharyngeal discomfort, nasal dryness, intermenstrual bleeding, loss of libido, premature menopause, arthralgia, sacral pain, coccydynia, musculoskeletal stiffness, osteoarthritis, memory impairment, disturbance in attention, aphasia, hypohidrosis, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, urticaria, acne, visual impairment, eye pain, eye irritation, lacrimation increased, abdominal pain upper, swelling abdomen, bloating, flatulence, diarrhoea, constipation and the last episode of myalgia were unknown. No causality assessment was received for essure with regard to fatigue, dry eye, dry skin, mucosal dryness, sleep disorder, weight increased, the first episode of myalgia, ear pruritus, dizziness, balance disorder, parosmia, rhinitis allergic, oropharyngeal discomfort, nasal dryness, intermenstrual bleeding, loss of libido, premature menopause, arthralgia, sacral pain, coccydynia, the second episode of myalgia, back pain, musculoskeletal stiffness, osteoarthritis, memory impairment, disturbance in attention, aphasia, hypohidrosis, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, urticaria, acne, visual impairment, eye pain, eye irritation, lacrimation increased, abdominal pain upper, swelling abdomen, bloating, flatulence, diarrhoea, constipation, large intestine infection or amnesia. The reporter commented: period of occurrence 2016 and multiplication of concerns over the past 2 years current condition of the patient: this week: tired, infectious colitis and back pain, ongoing smelling disorder and very frequent memory loss actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Dorsal pain [dorsal pain], chronic fatigue / tired [chronic fatigue], eye dryness [eye dryness], skin dryness [skin dry] , mucous membrane dryness [mucosal dryness], sleep disorder [sleep disorder] , weight gain [weight gain] , muscle pain [muscle pain] , itching of the ear canal [ear pruritus], dizziness [dizziness], loss of balance [loss of balance] , smelling disorders [smell alteration], allergic rhinitis [allergic rhinitis] , throat discomfort [throat discomfort], dry nose [dry nose] , vaginal bleeding outside of periods [bleeding intermenstrual] , loss of libido [loss of libido], early menopause [early menopause] , joint pain [joint pain], occasional pain (sacrum) [sacral pain] , coccyx pain [coccyx pain] , muscle pain [muscle pain] , muscle stiffness [muscle stiffness], osteoarthritis [osteoarthritis] , memory disturbance [memory disturbance], problems concentrating on simple tasks [concentration impairment], aphasia [aphasia] , loss of sweating [sweating decreased] , paraesthesia [paraesthesia] , sensations of heavy legs [heaviness in limbs], poor blood circulation [disorder circulatory system], hot flushes [hot flushes], burning sensations in the body [burning sensation] , urticaria [urticaria] , white pimples [pimple] , sight disorder [visual disturbance], stinging eye [ocular stinging] , burning eyes [burning eyes] , teary eyes [teary eyes] , gastric pain [gastric pain] , abdominal swelling [swelling abdomen] , bloating [bloating] , significant and excessive flatulence [excessive flatulence] , loose bowel [loose bowel] , constipation [constipation], infectious colitis [infectious colitis] , frequent memory loss [memory loss]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-mar-2025. The most recent information was received on 01-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("dorsal pain") in a 41-year-old female patient who had essure inserted (lot no. E25508) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue / tired"), dry eye ("eye dryness"), dry skin ("skin dryness"), mucosal dryness ("mucous membrane dryness"), sleep disorder ("sleep disorder"), a first episode of myalgia ("muscle pain"), ear pruritus ("itching of the ear canal"), dizziness ("dizziness"), balance disorder ("loss of balance"), parosmia ("smelling disorders"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("throat discomfort"), nasal dryness ("dry nose"), intermenstrual bleeding ("vaginal bleeding outside of periods"), loss of libido ("loss of libido"), premature menopause ("early menopause"), arthralgia ("joint pain"), sacral pain ("occasional pain (sacrum)", coccydynia ("coccyx pain"), a second episode of myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), osteoarthritis ("osteoarthritis"), memory impairment ("memory disturbance"), disturbance in attention ("problems concentrating on simple tasks"), aphasia ("aphasia"), hypohidrosis ("loss of sweating"), paraesthesia ("paraesthesia"), limb discomfort ("sensations of heavy legs"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), burning sensation ("burning sensations in the body"), urticaria ("urticaria"), acne ("white pimples"), visual impairment ("sight disorder"), eye pain ("stinging eye"), eye irritation ("burning eyes"), lacrimation increased ("teary eyes"), abdominal pain upper ("gastric pain"), swelling abdomen ("abdominal swelling"), bloating ("bloating"), flatulence ("significant and excessive flatulence"), diarrhoea ("loose bowel"), constipation ("constipation"), large intestine infection ("infectious colitis") and amnesia ("frequent memory loss") and was found to have weight increased ("weight gain"). At the time of the report, the back pain, fatigue, parosmia, large intestine infection and amnesia had not resolved. The outcomes for dry eye, dry skin, mucosal dryness, sleep disorder, weight increased, ear pruritus, dizziness, balance disorder, rhinitis allergic, oropharyngeal discomfort, nasal dryness, intermenstrual bleeding, loss of libido, premature menopause, arthralgia, sacral pain, coccydynia, musculoskeletal stiffness, osteoarthritis, memory impairment, disturbance in attention, aphasia, hypohidrosis, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, urticaria, acne, visual impairment, eye pain, eye irritation, lacrimation increased, abdominal pain upper, swelling abdomen, bloating, flatulence, diarrhoea, constipation and the last episode of myalgia were unknown. No causality assessment was received for essure with regard to fatigue, dry eye, dry skin, mucosal dryness, sleep disorder, weight increased, the first episode of myalgia, ear pruritus, dizziness, balance disorder, parosmia, rhinitis allergic, oropharyngeal discomfort, nasal dryness, intermenstrual bleeding, loss of libido, premature menopause, arthralgia, sacral pain, coccydynia, the second episode of myalgia, back pain, musculoskeletal stiffness, osteoarthritis, memory impairment, disturbance in attention, aphasia, hypohidrosis, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, urticaria, acne, visual impairment, eye pain, eye irritation, lacrimation increased, abdominal pain upper, swelling abdomen, bloating, flatulence, diarrhoea, constipation, large intestine infection or amnesia. The reporter commented: period of occurrence 2016 and multiplication of concerns over the past 2 years. Current condition of the patient: this week: tired, infectious colitis and back pain, ongoing smelling disorder and very frequent memory loss actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. According to bayer qa, the batch/lot/serial number (B)(6) is not valid. Batch number: e25508, expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-apr-2025: quality safety evaluation of ptc. Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Dorsal pain [dorsal pain] , chronic fatigue / tired [chronic fatigue] , eye dryness [eye dryness] , skin dryness [skin dry] , mucous membrane dryness [mucosal dryness] , sleep disorder [sleep disorder] , weight gain [weight gain] , muscle pain [muscle pain] , itching of the ear canal [ear pruritus] , dizziness [dizziness] , loss of balance [loss of balance] , smelling disorders [smell alteration] , allergic rhinitis [allergic rhinitis] , throat discomfort [throat discomfort] , dry nose [dry nose] , vaginal bleeding outside of periods [bleeding intermenstrual] , loss of libido [loss of libido], early menopause [early menopause], joint pain [joint pain] , occasional pain (sacrum) [sacral pain], coccyx pain [coccyx pain] , muscle pain [muscle pain] , muscle stiffness [muscle stiffness] , osteoarthritis [osteoarthritis] , memory disturbance [memory disturbance] , problems concentrating on simple tasks [concentration impairment] , aphasia [aphasia] , loss of sweating [sweating decreased] , paraesthesia [paraesthesia] , sensations of heavy legs [heaviness in limbs] , poor blood circulation [disorder circulatory system] , hot flushes [hot flushes] , burning sensations in the body [burning sensation] , urticaria [urticaria] , white pimples [pimple], sight disorder [visual disturbance], stinging eye [ocular stinging] , burning eyes [burning eyes] , teary eyes [teary eyes] , gastric pain [gastric pain] , abdominal swelling [swelling abdomen] , bloating [bloating] , significant and excessive flatulence [excessive flatulence] , loose bowel [loose bowel], constipation [constipation] , infectious colitis [infectious colitis] , frequent memory loss [memory loss] , significant deterioration of the patient's quality of life [impaired quality of life] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-mar-2025. The most recent information was received on 23-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("dorsal pain") in a 41-year-old female patient who had essure inserted (lot no. E25508) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 2011, miscarriage in 2007, vaginal delivery in 2003 and fever, knee pain, headache, parity 2 ((one in 2003 via vaginal delivery and another in 2011 via cesarean section)), married and obesity. Previously administered products included: microval, vogalene, tiorfanor, pivalone, clamoxyl, doliprane, euphon, doliprane, augmentin, hexomedine, mupiderm, eludril, zeclar, rhinofluimucil, toplexil, ciflox, fumafer, primperan, beclojet, rhinomaxil, euphon, azithromycine, mopral, dafalgan, naproxene sodique eg, paracetamol, lumirelax, ketoprofene, azyter, dacudoses, solupred, clamoxyl, seroplex, celestene, monuril, prednisolone, moxydar, voltarene, calcidose, lamaline, calcidose, flixotide, ventoline, ketoprofene arrow, zithromax and smecta. Concurrent conditions were listed as abdominal pain, dysosmia, muscle contracture, spotting vaginal, sciatica, discopathy, lumboischialgia, loss of voice, tracheitis, tracheitis and dyspnea. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue / tired"), dry eye ("eye dryness"), dry skin ("skin dryness"), mucosal dryness ("mucous membrane dryness"), sleep disorder ("sleep disorder"), a first episode of myalgia ("muscle pain"), ear pruritus ("itching of the ear canal"), dizziness ("dizziness"), balance disorder ("loss of balance"), parosmia ("smelling disorders"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("throat discomfort"), nasal dryness ("dry nose"), intermenstrual bleeding ("vaginal bleeding outside of periods"), loss of libido ("loss of libido"), premature menopause ("early menopause"), arthralgia ("joint pain"), sacral pain ("occasional pain (sacrum)"), coccydynia ("coccyx pain"), a second episode of myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), osteoarthritis ("osteoarthritis"), memory impairment ("memory disturbance"), disturbance in attention ("problems concentrating on simple tasks"), aphasia ("aphasia"), hypohidrosis ("loss of sweating"), paraesthesia ("paraesthesia"), limb discomfort ("sensations of heavy legs"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), burning sensation ("burning sensations in the body"), urticaria ("urticaria"), acne ("white pimples"), visual impairment ("sight disorder"), eye pain ("stinging eye"), eye irritation ("burning eyes"), lacrimation increased ("teary eyes"), abdominal pain upper ("gastric pain"), swelling abdomen ("abdominal swelling"), bloating ("bloating"), flatulence ("significant and excessive flatulence"), diarrhoea ("loose bowel"), constipation ("constipation"), large intestine infection ("infectious colitis") and amnesia ("frequent memory loss") and was found to have weight increased ("weight gain"). On unknown date she experienced impaired quality of life ("significant deterioration of the patient's quality of life"). The patient was treated with rhinofluimucil (acetylcysteine, benzalkonium chloride, tuaminoheptane sulfate), euphon (sisymbrium officinale), prednisolone, pivalone (chlorhexidine gluconate, tixocortol pivalate), bronchodual (fenoterol hydrobromide, ipratropium bromide), clarithromycine eg, polery (aconitum napellus tincture, atropa bella-donna tincture, codeine, ethylmorphine, polygala amara tincture, sodium benzoate, sodium bromide), monuril (fosfomycin trometamol), moxydar (aluminium hydroxide, aluminium phosphate, cyamopsis tetragonoloba gum, magnesium hydroxide), voltarene (diclofenac sodium), calcidose (calcium carbonate), flixotide (fluticasone propionate), dimetane expectorant (brompheniramine maleate, guaifenesin, phenylephrine hydrochloride, pholcodine, sodium benzoate), rulid (roxithromycin), zeclar (clarithromycin), nasonex (mometasone furoate), guronsan (ascorbic acid, caffeine, glucuronamide), ventoline (salbutamol sulfate), zithromax (azithromycin), repevax (diphtheria vaccine toxoid, pertussis vaccine acellular 5-component, polio vaccine inact 3v (vero), tetanus vaccine toxoid), comirnaty (tozinameran), selexid (pivmecillinam hydrochloride), profemigr (ketoprofen), pyostacine (pristinamycin), omeprazole (omeprazole magnesium), diazepam abc and levothyrox (levothyroxine sodium). At the time of the report, the back pain, fatigue, parosmia, large intestine infection and amnesia had not resolved. The outcomes for dry eye, dry skin, mucosal dryness, sleep disorder, weight increased, ear pruritus, dizziness, balance disorder, rhinitis allergic, oropharyngeal discomfort, nasal dryness, intermenstrual bleeding, loss of libido, premature menopause, arthralgia, sacral pain, coccydynia, musculoskeletal stiffness, osteoarthritis, memory impairment, disturbance in attention, aphasia, hypohidrosis, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, urticaria, acne, visual impairment, eye pain, eye irritation, lacrimation increased, abdominal pain upper, swelling abdomen, bloating, flatulence, diarrhoea, constipation, impaired quality of life and the last episode of myalgia were unknown. The reporter considered impaired quality of life to be related to essure administration. No causality assessment was received for essure with regard to fatigue, dry eye, dry skin, mucosal dryness, sleep disorder, weight increased, the first episode of myalgia, ear pruritus, dizziness, balance disorder, parosmia, rhinitis allergic, oropharyngeal discomfort, nasal dryness, intermenstrual bleeding, loss of libido, premature menopause, arthralgia, sacral pain, coccydynia, the second episode of myalgia, back pain, musculoskeletal stiffness, osteoarthritis, memory impairment, disturbance in attention, aphasia, hypohidrosis, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, urticaria, acne, visual impairment, eye pain, eye irritation, lacrimation increased, abdominal pain upper, swelling abdomen, bloating, flatulence, diarrhoea, constipation, large intestine infection or amnesia. The reporter commented: period of occurrence 2016 and multiplication of concerns over the past 2 years current condition of the patient: this week: tired, infectious colitis and back pain, ongoing smelling disorder and very frequent memory loss actions taken to treat the patient in the healthcare facility: not specified according to the lawyer, the patient had presented severe and extremely debilitating symptoms after the implantation of the essure device, which could not be explained by any prior medical history. All of these symptoms and their consequences resulted in a significant deterioration of the patient's quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.554 kg/sqm. [Abdominal x-ray] on (B)(6) 2016: vagina showed that the implants were well positioned [computerised tomogram] on (B)(6) 2023: lumbosacral spine for assessment of chronic low back pain associated with left sciatica or sciatalgia. Conclusion: constitutionally narrow bony lumbar canal. L5-s1 lumbar osteoarthritis, beginning at l4-l5. There was also, a left posterolateral and foraminal disc herniation at l5-s1, which could be the source of recurrent conflict or irritation of the left s1 dural emergence. [Human papilloma virus test] on (B)(6) 2024: absence of high-risk hpv. [Laboratory test] (date unknown): anteroposterior and lateral views of the pelvis in weight bearing. Assessment for insurance purposes. Conclusion: slight remodeling of low lumbar discopathy and posterior zygapophyseal arthropathy of mechanical origin in the lower lumbar region. No other abnormalities were detected radiographically [smear cervix] on (B)(6) 2013: normal [ultrasound scan] on (B)(6) 2016: the implants were well positioned. [X-ray] on (B)(6) 2025: good positioning of the essure system with visibility of the markers bilaterally. Integrity of the sacroiliac and coxofemoral joints. No other abnormalities to report according to bayer qa, the batch/lot/serial number e26608 is not valid. Batch number: e25508, expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-mar-2026: medical record received. New event patients' quality of life impaired added. Treatment & historical drugs were added. Additional reporters were added. Medical history & concomitant conditions lab data were added. Reporter causality comment updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.